Event description:
It was reported that during a routine visit at an out-patient clinic, the pacing spike was not found with an electrocardiogram. A pacemaker check was conducted, and interrogation to the pacemaker was not possible. The patient had their own pulse rate of 30 - 40 bpm. The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.